Event description:
It was reported there was a perforation into the pericardium at initial implant. Unacceptable threshold and lead fracture was also indicated. The surgeon stated the lead was cut when he opened the pocket. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis found the proximal conductor melted (explant damage) and all insulators breached cut; full lead returned and analyzed.